Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (>2500 ohms) and high thresholds resulting in loss of capture (loc). Noisy signals were also noted rom this rv lead. The physician alleged the rv lead conductor had fractured and elected to surgically cap and abandon this lead. A new rv lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse consequences and the rv lead remains implanted, but capped and out of service.